Manufacturer narrative:
A complete lead was returned in three pieces. One lead-to-can external insulation abrasion found on the insulation piece (b) caused abrasion on the ptfe liner and exposure of the inner coil found on distal piece (c). This most likely caused the noise complaint reported from the field. Electrical testing did not find discontinuities or shorts on any conduction paths. Other damages on these pieces were consistent with those occurring at time of explant.

Event description:
There were short periods of asystole noted on remote monitoring due to oversensing of noise by the right ventricular (rv) lead. Fluoroscopy did not reveal any lead damage. The rv lead was explanted and replaced and the patient was stable following the procedure.